Manufacturer narrative:
The reagent lot number was 88390601 with an expiration date of 28-feb-2027. The field service engineer found there was contamination. He replaced the sample probe and performed precision testing. The customer ran qc with results within range. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 (microalbumin urine) results from the cobas c 503 analytical unit. The samples were repeated on a different cobas pro c 503 analytical unit due to erratic qc results. Patient 1 initial result was 39.7mg/l, and the repeat result was 1.9 mg/l. Patient 2 initial result was 34 mg/l, and the repeat result was 0.5 mg/l. The repeat results were believed to be correct.